Manufacturer narrative:
Testing and investigation found the device did not alarm when distal air was present. This was due to fractured solder joints at the pin connector. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, air was noted distal to the cassette with no device alarm. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.